Event description:
User experienced extensive leak from the analyzer and onto the floor. No patient samples were affected and operator was not harmed. The field service representative determined there was a problem with the internal water reservoir float assembly and replaced the assembly. Performance tests were performed.